Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer for the results of the imaging evaluation. The root cause of the distal type I endoleak could not be determined with the provided information.

Event description:
On (B)(6) 2012, the patient underwent treatment of an infrarenal penetrating atherosclerotic ulcer with a gore® excluder® aaa endoprosthesis iliac extender component. On (B)(6) 2012, follow-up imaging showed an aneurysm measurement of 28x27mm. On (B)(6) 2014, CT images identified contrast in the aneurysm sac and an aneurysm measurement of 31x29mm. A suspected distal type I endoleak and possible type ii endoleak originating from multiple lumbar arteries were also reported. On (B)(6) 2014, the physician notified the field sales associate an intervention to treat the distal type I endoleak was planned for (B)(6) 2014, whereby the iliac extender component would be extended distally. On (B)(6) 2014, an intervention was performed to treat the endoleaks. A large lumbar artery was coil embolized to treat the type ii endoleak. An iliac extender component was implanted to provide distal extension to the level of the aortic bifurcation for treatment of the distal type I endoleak. Final angiography showed no contrast within the aneurysm sac and complete resolution of the type ii and distal type I endoleaks. Additional aneurysm enlargement was not noted during the intervention. The patient tolerated the procedure. Reportedly, it is unknown what caused the distal type I endoleak.

Manufacturer narrative:
Date of implantation corrected.